Event description:
It was reported that the patient experienced a pleuropericardial effusion from the atrial lead. The lead was revised and placed in a more septal location. All lead measurements were within normal limits before and after the revision. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.